Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the off no power alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that as they woke up, the insulin pump was off and was back on and its own giving them no battery and showing that the reservoir was full. The customer was able to clear the alarm. The customer informed that the alarm did occur during normal use and there were not unattended alarms. The battery was not previously used. The customer stated that the insulin pump was cracked at the top of the battery compartment. The customer reported that the battery cap was cracked. The customer reported that this was not the second occurrence of off no power without a low battery warning. New battery resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms or a17, a47 alarms noted during testing. However, device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Device had stripped battery cap coin slot (p), broken battery tube threads.